Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("heavy and irregular menstruation") and device breakage ("suspicion that removal was unsuccessful and fragments remained in body") in a female patient who had essure (batch no. C55838) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she has a healthy and sporty way of life. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("suspicion that removal was unsuccessful and fragments remained in body"), adverse event ("health problems / health problems have been re-occurred little by little after removal"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), arthralgia ("ache in hips"), pain in extremity ("ache in legs"), abdominal distension ("e-belly is coming back"), menorrhagia ("heavier menstrual bleeding than before removal, only a couple of days per month without bleeding"), coital bleeding ("vaginal bleeding after sex (starts in a day and lasts from 1 day to 2 weeks)") and adnexa uteri pain ("minor pain in right ovary, especially while sitting and while using a toilet"). The patient was treated with surgery (essure implants removal). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, device breakage, complication of device removal, feeling abnormal, vision blurred, arthralgia, pain in extremity, abdominal distension, menorrhagia, coital bleeding and adnexa uteri pain outcome was unknown and the adverse event had not resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, adverse event, arthralgia, coital bleeding, complication of device removal, device breakage, feeling abnormal, menometrorrhagia, menorrhagia, pain in extremity and vision blurred with essure. The reporter commented: she wished uterus would be removed too because then there would be less risk for fragments to remain in her body, and also informed that her way of life has not changed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("heavy and irregular menstruation") and device breakage ("suspicion that removal was unsuccessful and fragments remained in body") in a female patient who had essure (batch no. C55838) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she has a healthy and sporty way of life. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("suspicion that removal was unsuccessful and fragments remained in body"), adverse event ("health problems / health problems have been re-occurred little by little after removal"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), arthralgia ("ache in hips"), pain in extremity ("ache in legs"), abdominal distension ("e-belly is coming back"), menorrhagia ("heavier menstrual bleeding than before removal, only a couple of days per month without bleeding"), coital bleeding ("vaginal bleeding after sex (starts in a day and lasts from 1 day to 2 weeks)") and adnexa uteri pain ("minor pain in right ovary, especially while sitting and while using a toilet"). The patient was treated with surgery (essure implants removal). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, device breakage, complication of device removal, feeling abnormal, vision blurred, arthralgia, pain in extremity, abdominal distension, menorrhagia, coital bleeding and adnexa uteri pain outcome was unknown and the adverse event had not resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, adverse event, arthralgia, coital bleeding, complication of device removal, device breakage, feeling abnormal, menometrorrhagia, menorrhagia, pain in extremity and vision blurred with essure. The reporter commented: she wished uterus would be removed too because then there would be less risk for fragments to remain in her body, and also informed that her way of life has not changed. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.